Event description:
It was reported that the patient was not able to turn on the recharger and the battery indicator of the recharger kept flashing. The manufacturer representative (rep) suspected a hardware problem. Reset of the recharger had been performed several times but in vain. The rep also tried to replace the recharger dock to charge the recharger but the problem still existed. A replacement was arranged. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the wireless recharger (serial number (B)(6) ) revealed the device is unresponsive, led's scroll continuously, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.